Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, per the info received on (B)(6) 2019 medical treatment was sought. Based on the information received, aso opted to file an MDR. As of (B)(6) 2019 unused returned product samples were submitted to the lab for testing with no defects noted. Aso notified the manufacturer about the event. Manufacturer evaluated retained product of the same lot with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section of this report for further details.

Event description:
On the initial report on (B)(6) 2019 consumer reported the product tore skin off the bottom of his foot upon removal. On (B)(6) 2019 we received completed cir from consumer that stated he sought medical attention.